Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed the reported problem. Troubleshooting identified that the host pc has intermittent problem upon the replacement that carried out in the case 0122924149 (pr# (B)(4)). To resolve the reported issue, the fse replaced the host pc, hard drive, restored ghost, installation of the new host pc drivers, and uploaded the new license. After these repairs, the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.